Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the anchor attached to the shaft of the device. The anchor is fractured, and the sutures are not pictured. A visual inspection of the returned device found that it was not in its original packaging. The device has been deployed, and the sutures were not returned with the device. The anchor is fractured and the prongs on the distal end of the shaft are bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor pieces were retrieved from the patient. Although a delay was reported, it was communicated via e-mail that the patient recovered and was discharged from the hospital. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix ultra anchor fractured. The broken pieces were retrieved from the patient with tweezers. The procedure was completed with a delay greater than 30 minutes using a back-up device in an additional bone hole. No other complications were reported.